Manufacturer narrative:
(B)(4). The complaint device was recently returned to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an mr290v vented autofeed humidification chamber overflowed when they connected it to a water bag. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented humidification chamber was returned to fisher & paykel healthcare in new zealand for evaluation. It was visually inspected and was subjected to a water level test to check the functionality of the primary and secondary floats. Results: visual inspection revealed no damage to the returned chamber. No obstructions or loose items were found within the chamber. The water level test revealed that both the primary and secondary floats operated correctly and were within specification. The chamber did not overfill and no fault was found with the returned device. A lot check revealed no other complaints of this nature for lot 150421. Conclusion: no fault was found with the returned mr290v vented autofeed humidification chamber. We are unable to determine what may have caused the problem reported by the customer. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an mr290v vented autofeed humidification chamber overflowed when they connected it to a water bag. This was found prior to patient use.